Event description:
Reporting status: serious injury. Reporting rationale: thrombosis/dissection. Device issue: no device malfunction has been reported. It was reported that about two weeks after the promus stent was implanted, the patient presented with stent thrombosis. In 2009, a follow-up with the sales representative indicates this is a complaint for st elevations with a 3.0x15mm promus monorail stent. The physician suspects that the reason for st elevation is minimal residual thrombus or edge dissection not confirmed by ivus. Medically managed, the patient is stable. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
Results and conclusion summation - dissection and thrombosis, as listed in the IFU, and risk assessment, are known adverse events associated with coronary stenting and can be influenced by several factors. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Elevated cardiac enzymes can occur as a result of many factors, likely as a result of the balloon inflation restricting blood flow in the vessel.